Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead had chest bleeding. The patient also had empyema and staphylococcus infection. Furthermore, the pocket had pus draining and the wound was opening. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. All available information indicates that the right ventricular (rv) lead remains in service.